Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Caregiver alleges that the wheel axle broke while wheeling his wife. He was pushing her up a ramp to get in to vehicle.